Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in lens case/vial. Visual inspection found haptic torn. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
In the initial MDR, the congenital anomaly/birth defect box was checked, and it should not have been checked. The adverse event is not related to congenital anomalies or birth defects. The date of when the complaint was reported to us is 03/20/2017, not 03/20/2016. Claim# (B)(4).

Manufacturer narrative:
In the initial MDR, the congenital anomaly/birth defect box was checked, and it should not have been checked. The adverse event is not related to congenital anomalies or birth defects. The date of when the complaint was reported to us is 03/20/2017, not 03/20/2016. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to low vault. The customer stated according to the dr. The patient is wearing glasses now, did not lose bcva, and does not plan to implant another lens. As of the date of MDR submission, the lens has not been returned.